Event description:
It was reported that an ilet user experienced frequent hypoglycemia while using the system despite meal announcements and corrective actions, with the lowest reported blood glucose of approximately 42 mg/dl; the user had been instructed by their care team to adjust the cgm target and the agent confirmed the target change to lower, provided education on hypoglycemia management, and explained pump behavior regarding insulin delivery during lows. Symptoms included low blood glucose with recurrent episodes day and night. Outcomes included self-treatment with oral glucose sources such as glucose tablets and juice or soda, without hospitalization. Investigation included customer interview, review of reported cgm target adjustment, and troubleshooting with education on carbohydrate dosing and insulin on board. Investigation of this case revealed no device malfunction was identified and that residual insulin and potential overcorrection could contribute to the reported glycemic variability, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.